Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that device was disassembled when the o-ring on the trigger assembly and the screw was found to be broken off while it was being serviced at the ous manufacturing facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that device was disassembled when the o-ring on the trigger assembly and the screw was found to be broken off while it was being serviced at the ous manufacturing facility. There were no adverse consequences related to this event.